Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote patient monitoring alert was issued for high, out-of-range impedance on the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d). This device remains in service. No adverse patient effects were reported.